Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had the ins implanted on july 11th and they had poor communication. The caller stated they didn¿t know how to use the device and were not sure what to do. The caller reported the patient went to the bathroom 15 times from 7pm to 7am and she could not sit down because it hurt, and water didn't come down, so had to wear a pad and stand up for water to come out. The caller stated there were no actions taken prior to the call. It was noted the caller used an antenna, confirmed the antenna was secured and tried to sync with the ins, the caller moved away from any potential source of electromagnetic interference, but the poor communication was not resolved. The caller stated there was still bandages on the incision. The caller noted the patient had more than one incision. Patient services asked the caller to sync with the patient programmer and the patient programmer showed poor communication message and the patient stated it felt like something moved inside her body when the caller pressed the sync button. The caller stated the patient had pain when sitting down and went to the bathroom 15 on july 11th and something moved inside of the body when the caller pressed the sync button on july 12th. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.